Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) over 400mg/dl with moderate ketones. No further details were provided and the pump was unavailable for troubleshooting. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributor.